Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unsterilized condition cement which came out from 1st packaging got into the clean field and it was touched to the cement gun during the tha surgery, thus the cement gun was not able to use for the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the complaint states: ¿it was reported that the unsterilized condition cement which came out from 1st packaging got into the clean field and it was touched to the cement gun during the tha surgery on (B)(6) 2018, thus the cement gun was not able to use for the surgery. The surgery was completed without any other problems although it was not reported how the surgery was finished. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital.¿ this complaint description indicates that there is no product issue. The preparation techniques for the use of the vacu-mix plus endurance in surgery have resulted in an inability to use the product. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history cannot be reviewed for this product as no lot identification has been supplied. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.